Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, a spinous process tall clamp was damaged. The physician assistant (pa) that was opening the clamp, reported that the 2 disks/washers on the opening mechanism broke off and fell into the patient. All pieces were removed from the patient; confirmation spins performed to confirm. The site continued to use the frame for the procedure, stating that the frame was still rigidly attached to the spinous process and did not move. The surgeon deemed being accurate with navigation. The surgeon completed the procedure with the use of the navigation system. The site manually opened the frame after navigation was completed. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. No parts have been received by manufacturer for analysis.